Manufacturer narrative:
Results: the neuron delivery catheter 070 was fractured approximately 96.2 cm from the hub and ovalized approximately 42.5, 50.0, 89.0, and 92.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron delivery catheter 070 was found frayed at the distal tip upon removal from the packaging. Evaluation of the returned device confirmed a fracture approximately 96.2 cm from the hub. The neuron delivery catheter 070 was also ovalized along the length of the proximal shaft. This type of damage occurs when the catheter is improperly removed from the packaging. The neuron delivery catheter 070 is packaged inside of a shipping tube to prevent damage to the device during transportation and storage. In addition, the catheter is packaged with a mandrel in the distal tip to prevent damage to the tip of the device. It appears that the distal tip of the catheter may have been held down as the distal end was pulled from the shipping tube, causing the catheter to stretch and break in the distal shaft. The additional kinks in the device were not described in the complaint and were likely the result of handling during packaging for return. These devices are 100% visually inspected for damage during process inspection and packaging the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a neuron 070 delivery catheter. During the procedure, the distal tip of the neuron 070 delivery catheter was found to be broken upon removing it from the packaging. There was no report of an adverse effect on the patient.